Event description:
The customer stated that her meter would not turn on when a test strip was inserted. She did not know her blood glucose reading, but she adjusted her insulin dosage to 40 units. She alleged that she had a severe reaction after taking her insulin. She stated that she felt confused, but she was not unconscious. She did not require any outside medical attention. The customer's meter was returned for evaluation. She received a replacement meter from a local pharmacy. A replacement meter was sent to the pharmacy.